Manufacturer narrative:
No device and no medical records were provided to the manufacturer. Medical images and device photos were provided and are under review. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven years post deployment of a vena cava filter, the patient presented with back pain. A vena cava gram demonstrated one detached arm in the patient's right pulmonary artery, one detached arm in the patient's heart (possibly left ventricle), two detached limbs in the ivc near the filter, and one limb (still attached to the filter) penetrating into the aorta. It was reported that the filter and the two detached filter legs in the ivc were retrieved; however, the detached limb in the heart and the detached limb in the pulmonary artery remain with no plan for retrieval. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image review: based on the images provided, the identity of the vena cava filter, the location of one detached filter arm, and the removal of any detached filter limbs cannot be confirmed. In addition, the filter¿s upright position in the ivc cannot be determined without a contrast injected vena cavagram to determine the confines of the ivc in relationship to the filter¿s position cannot be confirmed. Based on the images provided, the vena cava filter was successfully retrieved, two detached filter legs were adjacent to the vena cava filter, a detached filter arm was located in the right pulmonary artery, four filter arms and four filter legs were attached to the vena cava filter prior to retrieval can be confirmed. Photo review: photo one shows a filter being held by forceps with tissue/clot present near the apex of the filter. It appears that eight limbs are still attached to the filter. Photo two shows the filter resting on a white gauze background. Two filter legs appear detached from the filter. Eight limbs appear to be attached to the filter. Some limbs appear crossed however it is unknown when they became in this configuration. The filter in the picture contains a hook which appears blue in color. Based on the design and coloring the pictured photos is either a g2 express or g2x filter. Based on the photo detached filter limbs can be confirmed. Conclusion: the device was not returned for evaluation. Images and photos were provided and reviewed. Based on the images and photos, the investigation can be confirmed for detachment of filter limbs. Images identified that only eight filter limbs remained intact at the time of filter removal which was supported by photos of the removed filter. Additionally, images demonstrated three of the four detached limbs. The investigation is inconclusive for filter tilt, as the filter's position in the ivc could not be determined without a contrast injected vena cavagram which was not provided for review. The investigation is also inconclusive for perforation of the filter limbs, as no imaging demonstrated the boundaries of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: g2 express/g2x: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven years post deployment of a vena cava filter, the patient presented with back pain. A vena cava gram demonstrated one detached arm in the patient's right pulmonary artery, one detached arm in the patient's heart (possibly left ventricle), two detached limbs in the ivc near the filter, and one limb (still attached to the filter) penetrating into the aorta. It was reported that the filter and the two detached filter legs in the ivc were retrieved; however, the detached limb in the heart and the detached limb in the pulmonary artery remain with no plan for retrieval. The patient status was not provided.